Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of four devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that four resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the other three resolution 360 clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.